Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during sleeve gastrectomy procedures, the surgeon has encountered an issue several times. The handles are not working, jamming, and is difficult to toggle. No adverse events have been reported.